Event description:
The customer's device read 288mg/dl, while the dr tested on 2 office devices with results of 136mg/dl and 184mg/dl. Caller reports the customer received 6 units of r insulin and was sent home. No quality controls were used. Requested return of suspect device and replacement was sent.